Event description:
A report was received that the patient was unable to charge the ipg. The patient was also having pain at the ipg site from the placement and flipping of the device, and pain with palpation at the distal end, likely from the lead anchor. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced per physician¿s preference. The physician moved the leads to a different level which resolved the pain with the placement of the lead anchor. No x-rays were taken to confirm the flipping of the ipg. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Date of event: (B)(6) 2014. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial/lot #:(B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was unable to charge the ipg. The patient was also having pain at the ipg site from the placement and flipping of the device, and pain with palpation at the distal end, likely from the lead anchor. The patient will undergo a revision procedure.